Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms the cannulated impactor ¿ short threaded tip is broken off. The broken piece was returned. The device shows significant signs of wear/usage. The device was manufactured in 2010. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened

Event description:
It was reported that during surgery the short impactor tip broke off. All pieces were removed from the patient. No patient injury or other complications were reported. It is unknown how the procedure was completed.